Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. Visual inspection revealed that shaft material was found detached from the distal tip electrode, consistent with the reported fracture issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire remains unknown.

Event description:
During an atrial fibrillation procedure, a damaged electrode was noted. Following insertion of the catheter into the sheath, an abnormality was noted at the head end of the catheter on the three-dimensional view. Upon withdrawal of the catheter, a damaged electrode was observed, similar to a detachment. The catheter was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
**UDI related data quality updates only**